Event description:
A surgeon reports that the haptic stuck to the optic following insertion of the intraocular lens. Enlargement of the incosion was required to accommodate removal and replacement of the lens and follow-up revealed that the pt developed corneal edema. Additional information has been requested.